Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-aug-2019 with the following findings: a review of the pump alarm history showed frequent replace battery alarms. The pump electrical current draws were tested and were within specifications. A visual inspection of the pump revealed corrosion in battery compartment, however, leak testing revealed no leaks. The battery cap was unable to secure properly to a test pump. The pump was opened; no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 03-jul-2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.